Manufacturer narrative:
H3, h6: the navio handpiece, part pfsr110137 intended for use in treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor may be damaged or broken component. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during an annual preventive maintenance, the handpiece failed the handpiece test with a torque value of 44, and its lead screw nut (snaplock) had also begun to separate from the top of its range. No patient was involved. No other complications were reported.